Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#:. Unk_jr;unknow stryker 42b psl shell;unknown. 6721-0330;size 3 accolade ii 127deg;unknown. Unk_jr;unknown stryker 20mm 6.5 cancellous screw;unknown. Unk_jr;unknown stryker head;unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: patient's right hip was revised due to severe pain. All implants were removed. Rep confirmed that no further information will be released by the hospital or surgeon.